Event description:
Procedure: laparoscopic colorectal resection. According to the reporter: the stapler was used to transect the distal rectum. The manipulation was successful. However, after the device was fired, some staples at the distal end were of malformed and the tissue was not completely closed. This was corrected via suture resulting in a 40 minute extension of the procedure. It was reported that there was no adverse patient impact.

Manufacturer narrative:
Date initial report sent: 08/21/2007.